Event description:
Pt reported loss of pain relief. A dye study was performed which showed a fracture, causing a leak at the spinal site. A revision was done, replacing the distal portion of the catheter only. The distal portion of the original catheter entered the intrathecal space after the catheter fracture, and could not be retrieved.